Event description:
It was reported a cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2020, and a watchman flx closure device was implanted. During an emergent follow up the week of (B)(6) 2024, the patient was hospitalized for symptoms of a cva. An echocardiogram performed was unremarkable. No further interventions or patient consequences were reported. In the physician's opinion, the cva is not attributed to the watchman device, or any cardiac related issue.

Manufacturer narrative:
B3: estimated date considering the event occurred during an emergent follow up the week of (B)(6) 2024.